Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that, while implanting a 13.7mm vicmo13.7 implantable collamer lens diopter -18.0 into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2021.the lens was implanted, removed, and replaced with an alternate lens and the problem is resolved. Reportedly, no patient injury occurred and the cause of the event is reported as unknown.